Event description:
It was reported that during an interventional procedure, a balloon pin hole occurred. The lesion was located in the 1st diagonal branch (dx1). A 2.0mm x 12mm maverick2 monorail was inserted into the ramus and inflated to 6 atms for 26 seconds. A 2.5 x 12 taxus drug eluting stent was deployed at 10 atms for 39 seconds in the ramus. The 2.5mm x 8mm quantum maverick monorail was inserted and inflated to 12 atms for 13 seconds and 16 atms for 16 seconds in the ramus. It was then moved to the dx1 and inflated a third time to 10 atms for 12 seconds. Contrast media was injected to evaluate the predilation and the contrast "hung up" in the dx1 and came back through the left anterior descending (lad) coronary artery. Upon inspection of the balloon catheter, a pinhole was seen proximal to the guide wire exit port. "Air was being injected through balloon shaft to artery during balloon predilatation." A 2.5 x 12 taxus drug eluting stent was deployed at 10 atms for 12 seconds in the dx1. A balloon was inflated to 12 atms for 29 seconds and the procedure was successfully completed. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.